Event description:
The pump was set at 900ml/hr to deliver 10ml. Within 1ml, all screens go blank until it goes into kvo. Only the ac light stays on. The pump was not being used on a pt. The pump delivered accurately.

Manufacturer narrative:
Device eval results will be submitted upon completion of eval.